Event description:
It was reported that while dressing the catheter before chemotherapy treatment, a leak is discovered at one side of the wing. The incident occur during use. The catheter was inserted (B)(6) 2024 and removed (B)(6) 2024. No patient harm indicated. It is unknown if a new catheter placed after the original catheter was removed. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.